Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first pressurization for 30 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. No patient complications and injuries were reported, and the patient condition was good after the procedure.